Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during the procedure, it was found that it was difficult to transport the guide wire in the anterior descending vessel. After the guide wire was withdrawn, it was found that the hydrophilic coating at the end of the guide wire tip fell off. No additional patient consequence to report.